Event description:
Allegedly, patient underwent a left-sided total hip arthroplasty on (B)(6) 2020. On or about (B)(6) 2024, the patient reported to the surgeon pain, debilitating lack of mobility, and he recommend revision surgery because the device failed due to corrosion at the neck-stem junction. The modular neck slot and femoral neck distal end has corrosive changes and metal debris consistent with cocr damage. Non revised products: product ID: p2lxsd36 prime a-class® xlpe standard / lot no.: 1835920 / qty: 1 product ID: p3sbqd54 prime biofoam quad shell / lot no.: 1834699 / qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.